Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was replaced due to increasing thresholds. It's not clear if the lead was capped or explanted, neither date was provided.